Event description:
The patient received his scs system on (B)(6) 2010. It was reported that when stimulation is turned up, he can feel it in his sternum. The patient was reprogrammed on (B)(6) 2010 and the situation will be reassessed in one week. The lead was not returned to the manufacturer for evaluation. No further information is available.

Manufacturer narrative:
Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.